Event description:
Information was received that reported a patient was hospitalized in 2008 due to an incident of diabetic ketoacidosis. The patient reports changing his set and site before the hospitalization. The patient reports that after he left home he began experiencing continuous high pressure alarms; unfortunately he was away from his supplies and was unable to do a new site change. By 5:00 pm his blood glucose was 670 mg/dl and he went to the ER. Upon admit, the patient was diagnosed with dka and treated with insulin and IV fluids. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
The suspect device was returned and evaluated. Occlusion, delivery and accuracy tests were performed, the device was found to pass all occlusion, delivery and accuracy tests. The pump history was downloaded and analyzed; on the day of the event, the pump alarmed and the user acknowledged greater than 15 high pressure alarms. No operational or functional failure was detected and the product was within specification.